Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery on (B)(6) 2015 on the left and right leg due to distal femur fractures in both legs. Reason for original surgery is unknown. Each individual leg was implanted with one (1) ex-femoral nail, one (1) spiral blade and three (3) locking screws. Patient had a revision surgery on (B)(6) 2016 due to pain emanating from a bilateral non-union of the distal femur. During revision, surgeon removed the five implanted nail constructs from each leg. Surgeon noted that the patient had one spiral blade implant that had broken in two pieces from the right leg and one locking screw that was broken in half from the patients left leg. All ten (10) originally implanted devices (2 nails, 2 blades and 6 screws) were removed easily with no fragment. Surgeon revised that patient to 1.0mm larger retrograde femoral nail construct in each leg. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This complaint has 2 devices (1 spiral blade ¿right leg and 1 locking screw- left leg). Concomitant medical products: 11mm ti cann retro/antegrade femoral nail-ex/380mm, part #-04.013.556, lot #-9821787, quantity (1); 11mm ti cann retro/antegrade femoral nail-ex/380mm, part #-04.013.556, lot #-7944854, quantity (1); ti spiral blade 80mm for ti retrograde femoral nails-ex, part #-04.013.048, lot #-7803686, quantity (1); 5.0mm titanium locking screws, part #s-unknown, lot #s-unknown, quantity (5). This report is 2 of 2 for (B)(4).